Manufacturer narrative:
The device was not returned for evaluation; however, respironics personnel was present during independent testing of the device. The device was found to be operating to specification. It was noted that the low pressure alarm was set lower than recommended for the pt's normal ventilating pressure. (Per instructions for setting the low pressure alarm, plv 102 operator's manual.) No device malfunction is suspected. Standard disclaimer on file.

Event description:
It was reported that a pt expired while using the suspect device. It was alleged that the device malfunctioned and did not alarm. The device has not been returned for evaluation.